Event description:
One touch basic enhanced meter was prompting the not ok message. The message would appear during a test. The patient neither alleged harm nor experienced injury or medical intervention. They have contacted a medical professional for advice; however, no further treatment was sought. While troubleshooting the not ok prompt, the meter stopped powering on. The reporter confirmed that the batteries had recently been replaced. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.